Event description:
During t2 recon nail surgery, the step drill broke. The broken part was extracted. It seems that the guide pin of the lag screw was bent because the patient's calcar was hard. The patient was taking the medicine for osteoporosis. The surgeon requests the intensity of the drill.

Manufacturer narrative:
Oince the investigation has been completed any additional information will be reported in a supplemental report.